Manufacturer narrative:
The local area sales representative was contacted for additional information regarding explant date. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding explant date. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a latitude programmer, and was found to be in primary operation. Review of memory notes no suspicious faults or resets. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.